Event description:
Reference number (B)(4). Event occurred in austria. It was reported that the patient faced an infusion set adhesive issue event on (B)(6) 2026. The infusion set fell off during use, and the patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.